Manufacturer narrative:
A complete lead was returned for analysis in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high thresholds. The high thresholds persisted with repeated placements. The lead was replaced and not used. The patient was stable.